Event description:
Reporter alleged the blood glucose monitoring device was damaged along with its base by an electrical short. Reporter stated the alleged incident possibly occurred due to cleaning and there was some melting/charring on the 3rd and 4th contacts from the right. Reporter indicated no pt or staff was impacted by the alleged incident and the meter is cleaned with alcohol wipes. A request was made for the return of the suspect device and replacement product was sent.